Event description:
(B)(4). Reason for original complaint ¿ litigation papers allege: on (B)(6) 2007, patient was implanted with a depuy asr hip implant on her right side. In (B)(6) 2009, patient's implant was found to be loose as a result of metallosis. On (B)(6) 2009, patient was revised. **update** 6/1/2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and birthdate. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd (B)(4) 2015- ppd and medical records received. Ppd and medical records were received on (B)(4) 2013 with alert date of (B)(4) 2013. The records were reviewed for MDR reportability on (B)(4) 2015. The revision operative note indicated pain, synovitis, metallosis, fretting on the stem, and loose cup. The stem is being added to the complaint. The lot number is invalid at this time. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.